Event description:
The customer reported erroneous beta human chorionic gonadotrophin (bhcg) results, within the normal reference interval, for one patient, involving access 2 immunoassay system. The customer stated wash arm motion, timing pitch, and ultrasonic surface detect system errors appeared. Subsequent testing produced higher results within a different gestational category and better matched the patient's clinical presentation. The erroneous result was released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse completed system hardware verification. The fse replaced the mixer pulleys due to mixer speed issues. The fse replaced the peristaltic pump tubing. The unit conformed to the manufacturer's performance specifications.